Manufacturer narrative:
The washer subject of the reported event was installed on (B)(6) 2010 and is currently under steris service contract. A steris service technician arrived at the facility, inspected the unit and found a torn chamber gasket. The technician replaced the damaged chamber gasket and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from the unit creating a puddle of water in front of the washer. The puddle of water was estimated to be 12 inches in diameter. There are no procedural delays/cancellations or injuries reported with this event.